Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause of the event has not been identified. A supplemental report will be submitted upon completion of the investigation if additional information becomes available.

Event description:
Siemens healthineers was notified of an issue associated with the magnetom vida system. It was stated that a ferromagnetic stool was attracted to the magnet; however, no additional information was provided by the reporting facility. It is unknown, as of the date of this report, if the event resulted in patient or staff injury. Additional information has been requested and is pending receipt by siemens healthineers. Due to the risk of serious injury posed by the attraction of the stool to the magnet, siemens healthineers is reporting this issue as a potential adverse event.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. It was reported that a ferromagnetic stool was taken into the magnet room and was attracted to the magnet. The incident was not related to a malfunction of the device. When siemens healthineers was informed about this issue, no information was available regarding whether or not an injury had occurred. On (B)(6) 2025 siemens healthineers received information that nobody was injured during the event. Siemens healthineers assessed the complaint event and concluded the cause of this event was the introduction of ferromagnetic item into the mr examination room and therefore a user error. Due to the strong magnetic field, special safety measures must be adhered to in order to prevent injuries. The corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct staff and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The system owner manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions. It is necessary that these warning signs must be legible and visible even when the door to the examination room is open. During the investigation of this complaint, no illustrative pictures of these warning signs were provided or the pictures provided were not in accordance with our standards. The customer cancelled the service appointment for this complaint and stated that they did not want any service. Siemens healthineers advised the customer to make sure the warning signs will be re-posted at the entrance of the controlled access area (magnet room) on both sides of the door.